Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a reverse tsa, the black tip of the rss glenoid baseplate impactor-s broke off when impacted the baseplate. The case was not slowed down and the baseplate seated the way it should. The procedure was resumed, without any delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Section h3, h6: the product has not been returned to the aus site for evaluation and photographs were not provided, so the reported event could not be confirmed. The following investigative actions were performed. Complaint history review: the complaint history review identified similar reported events for this device. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. DHR/batch record review: identified no issues or manufacturing abnormalities which could have caused or contributed to the reported event. This review determined that the device met manufacturing specifications upon release for distribution. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. Visual inspection: visual inspection was unable to be performed because the device has not been received for evaluation. The complaint alleges no injury to the patient nor a significant delay during surgery. As the device was not returned for evaluation, a determination of whether the device contributed to the reported event could not be made. As the device has not been returned for evaluation, a definitive root cause for the reported event could not be determined. The rss glenoid baseplate impactor is a reusable instrument expected to be used across multiple surgeries. Further, its intended use is to absorb forces exerted on the glenoid baseplate, an implantable component of the reverse shoulder system, during impaction in order to prevent damage to the implant. The plastic tip of the device may fail after prolonged use or if subjected to excessive force, such as during impaction. The most probable cause for the reported event is wear due to normal use. This probable cause is supported by similar previous complaints. Based on this investigation, the need for corrective action is not indicated as no non-conformances nor manufacturing deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. Visual evaluation of the rss glenoid baseplate impactor found that the distal tip on the reusable instrument was fractured off, signs of wear due to normal use and scratches along the handle of the impactor were identified. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. The most probable cause for the reported event is wear due to normal use. The rss glenoid baseplate impactor is a reusable instrument expected to be used across multiple surgeries. Further, its intended use is to absorb forces exerted on the glenoid baseplate, an implantable component of the reverse shoulder system, during impaction in order to prevent damage to the implant. The tip of the rss glenoid baseplate impactor is made with radel, a durable plastic material. Therefore, the plastic tip of the device may fail after prolonged use or if subjected to excessive force, such as during impaction. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.